Event description:
It was reported that the patient experienced inadequate pain coverage. The patient underwent a revision procedure in which the spinal cord stimulation lead was repositioned to thoracic spinal nerve 5 (t5). No devices were implanted or explanted. The patient was reprogrammed postoperatively, and he is receiving good pain coverage.

Event description:
It was reported that the patient experienced inadequate pain coverage. The patient underwent a revision procedure in which the spinal cord stimulation lead was repositioned to thoracic spinal nerve 5 (t5). No devices were implanted or explanted. The patients system was reprogrammed postoperatively, and he is receiving good pain coverage. Additional information was received that during the initial implant procedure the lead was placed in a poor position.